Event description:
Reporter alleged obtaining the results of 255 mg/dl, 128 mg/dl, 144 mg/dl and 125 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal 10 ml of apidra immediately prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.